Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated during the service call.

Event description:
The customer reported that the 9800 system x-ray field was too large. No pt injury was reported.